Manufacturer narrative:
This complaint has been reassessed based on the information made available to the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. The 9 mm spacers broke off while trying to separate them from the space block. This action was performed external to the patient. As such, there is no risk of broken pieces entering the patient's incision that would eventually require medical intervention to retrieve them prior to the closure of the incision. No patient harm has been reported as a consequence of this event.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka surgery, the shims were locked in the space block and could not be removed as easily as normal. Increased level of force applied to remove the items resulted in two (2) journey flex-ext spacer 9mm devices to snap, externally to the patient. The procedure was performed, after a non-significant delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.